Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a longevity estimation software error and accelerated battery depletion. It was also noted that the pacing lead had high outputs. Both the ipg and lead remain in use. No patient complications have been reported as a result of this event.